Event description:
Event: explant of ancure device. A persistent endoleak of the endograft was observed. CT examination demonstrated no notable increase in the size of the aneurysm. In 2001 guidant was notified that the patient had requested that the endograft be explanted. The explant was received in 2001 and an analysis was performed. Additional note: the ancure endograft was implanted in 2000. The final angiogram demonstarted an endoleak at the contralateral limb attachment site. The patient was to return after 30 days for a follow-up exam.